Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120 pump.complaint of accuracy problem reported 2000 milliliters reservoir with a rate of 175mls/hour . The bag was to run 11.5 hours, however reported one bag ran 8.5 hours and the other one ran 7.5 hours. Event log had no conclusive evidence to substantiate complaint. Accuracy tests performed and passed at +0.41%, -1.99%, and +0.43% within guide range. The pump is undergoing a pm test. The pump passed all delivery and functional testing. No malfunction was determined, as the complaint left investigation to have no clear cause of what caused event.

Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, it was noted that the pump was over delivering. The reporter noted that the "bag should run through in 11.5 hours" but "went through in 8.5 hours" no adverse effects were reported.